Manufacturer narrative:
(B)(4). The service engineer replaced the display assembly. An unrelated issue was found and corrected. The device passes all tests.

Event description:
It was reported that during maintenance the ventilator was power cycling on and off. There was no patient involvement.

Manufacturer narrative:
Unique identifier (UDI) number added to contact information. Additional codes added to evaluation codes result and conclusion. Device evaluation summary: one liquid crystal display (lcd) assembly for the newport ht70 ventilator was received for failure analysis. The reported symptom of the device entering boot loop could not be duplicated. The lcd was connected to the display board, single board computer (sbc) board, and external backlight inverter of an ht70 test ventilator. The ventilator under testing (uut) was power cycled 30 times. During each power cycle, the uut successfully completed the power on self test (post) without entering in boot loop. No fault was found with the lcd. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.